Event description:
It was reported that a patient presented with bradycardia. The pacemaker could not be interrogated inductively. Loss of low voltage pacing and premature depletion were suspected. The pacemaker was explanted and replaced. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported events of premature batter depletion, no pacing and failure to interrogate were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.